Event description:
The pt called lifescan and alleged the one touch ultra meter would not power on with test strip insertion, verified by the customer care rep with troubleshooting. The pt did not seek medical attention, no symptoms of high or low blood glucose reported. The event is reported as a product malfunction. The meter was replaced and return is expected.